Event description:
It was reported that an alert was generated for an out of range shock impedance measurement greater than 125 ohms the boston scientific (bsc) local area representative stated measurements have been between 125 ohms and 150 ohms over the last twelve months. Technical services (ts) was consulted and review of bsc latitude remote monitoring system stored data identified the average impedance now is around 100 ohms over the past 3-4 months with some outliers between 125 ohms to 150 ohms. The most recent available event indicates appropriate sensing, with clean electrogram channels. The bsc ts consultant discussed programming options. At present, this device is programmed to reversed polarity. At this time, this right ventricular (rv) lead remains in service. No adverse patient effects were reported.